Event description:
Synovitis [synovitis]. Right knee effusion [joint effusion]. Case description: spontaneous case report was received on (B)(6)2013 from a physician database extraction regarding a (B)(6) female patient, initials unknown with kelgren-lawrence grade 3 osteoarthritis. This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was not provided. On an unspecified date, the patient initiated intra-articular synvisc (hylan g-f 20) (dosage regimen not provided) in right knee. The lot number of synvisc was not provided. On (B)(6) 2001, the patient received second injection of the first course into right knee. On (B)(6) 2001, (7 days after the injection), the patient experienced synovitis in right knee. On an unspecified date in 2001, the patient experienced right knee effusion and 18 cc of clear fluid was aspirated. The patient was treated for synovitis in right knee and right knee effusion with 2 cc of intra-articular celestone (betamethasone) and 1 cc of xylocaine (lidocaine). On (B)(6) 2001, (after 24 hours) the patient recovered from the event of synovitis in right knee. The outcome for the event of right knee effusion was not provided. Concomitant medications were not provided. The intensity for the events of synovitis in right knee and right knee effusion was mild. The reporting physician assessed the relationship between synvisc and the event of synovitis in right knee as definitely related and did not assess the relationship between synvisc and right knee effusion. Follow-up information was received on (B)(6) 2013 and the patient initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.